Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address friction wear, causing metal ions to be released into patient's bloodstream, pain, discomfort and inflammation. Update ad 5 nov 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges loosening of stem, infection and metallosis. After review of medical records, patient was revised to address failed left total hip arthroplasty, possible infection, loosening of the prosthesis. No surgical notes provided at this time. Doi: (B)(6) 2009; dor: (B)(6) 2016; (left hip).